Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, two tracheostomy tubes were not cleaned properly and obturator was noted to be sticking. The customer indicated that the patient was extubated and reintubation was required..

Manufacturer narrative:
Correction: (UDI #). If information is provided in the future, a supplemental report will be issued.